Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a head impactor fractured. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. Attempts have been made and no further information has been provided.